Event description:
Reporter stated that caller from facility reported that station 1 of the unit was underfilling containers. This was based on programming the unit to pump 90ml of 0.9% sodium chloride (sp grav 1.010) from station 1 into a final container. Only 85ml were recovered when the solution was removed from the final container using a syringe. While this represents an error of 5.6%, beyond the MFR's specifications limits of +/-5%, the volume used is below the 100ml minimum upon which the specifications are based. The unit was sent to the MFR for evaluation. No pt involvement.